Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a cracked filter was noted during an infusion of vectibix. There was no patient harm reported. No additional details were provided.